Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a piece of the device broke off during procedure and was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: piece of item broke off during procedure and was retrieved. The probable root causes could be excessive dragging force. Gtin:(B)(4).

Event description:
It was reported that a piece of the device broke off during procedure and was retrieved.